Event description:
The provider stated that the pump was supposed to alarm when five or more inches of air were detected by the pump's air sensor. The pump did have more than five inches of air and did not alarm. This was discovered by a nurse who then stopped the delivery. There was no harm to the pt since the air did not reach the pt. The pump was removed and a new pump was obtained for the pt. The provider tested the pump and reported it as okay. They redeployed and sequestered the pump for returning. The rate and dosage were 38 ml/hr and infinite.

Manufacturer narrative:
The device was not returned. A follow up will be submitted if new information is received.